Manufacturer narrative:
It was reported that the latch of the emergency drive is stuck. The failure occurred during checking of equipment. A getinge field service technician (fst) was sent for investigation and repair on 2023-10-13. The e-drive cover was replaced. The debris build up was cleared from the latch. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp was requested but could not be provided. According to the fst the root cause was that there was debris build up on the locking mechanism. According to the instruction for use of the cardiohelp device (chapter 5.6.1 "check before every application") the emergency drive must be checked before use. The serial number of the cardiohelp was not provided. The review of the non-conformities has been performed on 2023-12-07 for the period of all nc to 2023-09-05. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure " latch of the emergency drive is stuck " could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2023-10-13. The e-drive cover was replaced. The debris build up was cleared from the latch. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the latch of the emergency drive is stuck. No harm to any person has been reported. Complaint ID # (B)(4).